Event description:
It was reported that during an oophorectomy procedure, it was reported the device fired but did not cut. The surgeon used scissors to complete the procedure. There was no pt consequence.